Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient experienced pocket infection. The device was explanted and replaced. The patient was in stable condition.